Manufacturer narrative:
Neither the ICD nor the lead was returned for analysis. The analysis is therefore based on the existing manufacturing documents and the returned programmer data. The iegms of the ICD have been checked. Noise was detected in the right ventricular channel. This interference occurred between (B)(6) 2013 and the (B)(6) 2013 for a total of 25 charging processes, of which one on (B)(6) 2013 resulted in a shock. Based on the information made available to us, a more detailed cause for the noise detection cannot be made. The manufacturing process of the ICD and the lead was checked. The production documents showed no abnormalities that could be related to the complaint. All manufacturing steps were performed correctly.

Event description:
Ous MDR - oversensing with inappropriate shock was reported. The patient was discharged against medical advice and a few days later there was another need for a revision, which was done at another center. This device was not returned for analysis.